Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a FDA user report which reported the following information: I have used the freestyle libre continuous glucose monitor since last (B)(6) without incident. I received a new shipment if libre sensors. When I removed the first one ater the 10-day expiration period, there was a severe allergic skin reaction under the site of the sensor on my right arm. Extreme red circle with pustules. I tried a second sensor on my left arm, and within two days, I experienced intense itching. I had very difficult time removing the sensor, as the adhesive was extremely strong. At the site of my left arm was a similar bright red, itching skin reaction. Background - there have been many complaints documented online of pts stating that that adhesive abbott was using on the libre sensor was too "wea." Obviously, abbott either raised the strength of its sensor adhesive excessively , to a toxic level, or-abbott changed the adhesive used on the freestyle libr, and it is producing severe allergic reactions. I love this product, and want to continue using it, but cannot do so with the present adhesive abbott is applying. I strongly urge that you contact abbott, and hopefully issue a recall of the product as unsafe, and have the company re-issue libre sensors with non.allergan including adhesive. I have photos of both arms to document my experience, which I would be happy to send to you. Thank you. Concomitant medical: dicyclomine, zocor, invokana, lantus-solostar insulin, novolog pen insulin, allopurinol, simvastatin, prescription vit d, adult multi vatamin, melatonin, vitamin b complex.